Manufacturer narrative:
510k: this report is for an unknown synthes chronos/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the subsequent review of the following journal article: sharma et al. (2018), comparative study of functional outcome of anterior cervical decompression and interbody fusion with tricortical stand-alone iliac crest autograft versus stand-alone polyetheretherketone cage in cervical spondylotic myelopathy. Global spine journal. Volume 8. Number 8. Pages 860-865. (India). The aim of the retrospective study was to compare the outcome of anterior cervical decompression and fusion (acdf) with stand-alone tricortical iliac crest autograft versus stand-alone polyetheretherketone (peek) cage in cases of cervical spondylotic myelopathy. Patients who underwent acdf with stand-alone tricortical iliac crest autograft between december 2011 and december 2013 (autograft group) were directly compared with patients who underwent acdf with stand-alone peek cages filled with chronos (synthetic ¿-tricalcium phosphate; depuy synthes) (peek cage group) between january 2014 and march 2017. 60 cases from each group were finally included in the study design. The mean age in the in the peek cage group was 47.3 +/-9.3 years and there were 36 male patients. Follow-ups were made at 3 months, at 6 months, and at 1 year. Complications were reported as follows: unknown patients showed loss of segmental lordosis secondary to cage subsidence on follow-up x-rays. 4 patients had perioperative complications which included dysphagia, hoarseness, and neck pain. Unknown patients had pseudarthrosis. 34 patients had mild grade residual severity of symptoms according to the modified japanese orthopaedic association (mjoa) scoring. 8 patients had moderate grade residual severity of symptoms according to the mjoa scoring. 8 patients had severe grade residual severity of symptoms according to the mjoa scoring. This report is for four patients who experienced dysphagia, hoarseness, and neck pain and for unknown patients who experienced pseudoarthrosis. This report is for an unknown synthes chronos (synthetic b-tricalcium phosphate) this is report 2 of 3 for (B)(4).